Event description:
It was reported by repair work order that the customer alleged that the siderail won't latch. Upon inspection of the unit by the service technician, it was identified that the patient left siderail was difficult to latch.